Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over to pyxis, while orders on the cerner side were visible and transmitting correctly. Hospital information technology team completed their checks and confirmed the issue from the pyxis server side. The customer indicated they would place the stations on critical override. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders not crossing over to pyxis despite being successfully transmitted from cerner and processed through carefusion coordination engine (cce), leading to multiple stations being placed on critical override. A technical support specialist (tss) found that the messages were stuck in the server queue, with logs showing "maximum amount of processing messages reached, skipping dequeue," indicating a known messaging service limitation. Immediate mitigation was performed by restarting bd external communication services, which allowed messages to begin draining and restored order visibility. Further analysis confirmed the root cause as messaging throughput exceeding configured dequeue limits in a constrained server environment (8gb supporting >64 devices). A product support engineer (pse) consult was engaged, and a permanent workaround was implemented during an approved downtime window using knowledge article (ka) "fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool", including observer tool installation to automatically handle queue failures. Additional follow-ups identified configuration issues (incorrect server name in observer tool), which were corrected; however, the customer later reported the issue persisted, prompting escalation to server engineering with a service order raised for further action. The case remained open under close monitoring with ongoing se involvement and daily updates provided due to continued customer impact and escalation sensitivity. Further the tss closed the case. Good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss). Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over to pyxis, while orders on the cerner side were visible and transmitting correctly. Hospital information technology team completed their checks and confirmed the issue from the pyxis server side. The customer indicated they would place the stations on critical override. However, there were no delays or adverse events or injuries reported based on this event.